Event description:
The customer reported an uncontained fluid leak of diluted lh series diluent from the coulter lh 780 hematology analyzer. The customer stated that the leak of approximately half a cup was observed during shutdown/startup on the counter behind the probe. There was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing gloves, face shield and laboratory coat when the leak occurred.

Manufacturer narrative:
Prior to the arrival of a beckman coulter (bec) field service engineer, the customer replaced the tubing at vl111 that had detached from the fitting to resolve the issue. (B)(4).